Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) peg tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube had an occlusion and was replaced on (B)(6) 2015. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.